Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer complained that the accu-chek inform ii meter with serial number (B)(4) misread a patient ID bar code and forwarded the wrong number to the cobas it 1000 software. The correct patient ID was (B)(4). The meter scanned the patient ID as (B)(4). No incorrect patient results were reported to medical personnel treating the patient. There was no allegation that an adverse event occurred. The meter and bar codes were requested for investigation

Manufacturer narrative:
The customer has not returned any product. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The customer thinks the issue was resolved by performing maintenance on the printer.